Event description:
It was reported that during use, an 840 ventilator had a severe occlusion. The patient was transferred to another ventilator with no harm. The service engineer could not duplicate the issue. Unit passed all tests and calibrations per manufacturer specifications.